Manufacturer narrative:
An event regarding alleged infection involving a jts total femur was reported. The event was confirmed. The investigation concluded that the reported infection was hospital-acquired either from cross-contamination from another patient or from the patient¿s endogenous mrsa colonization. Review of the hospital notes found no evidence that this infection was related to implant contamination. At the request of the surgeon siw have designed an extendable total femoral replacement device for a revision procedure. No further investigation for this event is possible at this time. If additional information become available this investigation will be reopened. Siw will continue to monitor for trends. Device not returned.

Event description:
It has been reported that the patient's total femur jts is infected, a revision has been requested.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It has been reported that the patient's total femur jts is infected, a revision has been requested.